Event description:
Stinging pain from the medication during the injection (injection site pain). Case description: non-serious. This case is a spontaneous report from united states referring to a male pt of unk age. A consumer's mother reported this case. No past medical history, concurrent illnesses, concomitant medications or allergies were reported. On an unk date, the pt rec'd nutropin for pghd (1.7 mg, qd, subcutaneous). Last administration date prior to event onset was not reported. Lot# info regarding nutropin was not reported. In 2007, the pt presented with stinging pain from the medication during the injection (pain injection site). Relevant lab tests, treatment of event and action taken regarding nutropin were not reported. The event outcome was not known. The reporter did not provide a causality assessment of the event pain injection site in relation to nutropin. Other possible etiological factors were not reported. Add'l info has been requested. On 17-april-2007, attempts to obtain f/u info have been unsuccessful. No add'l info is expected. Case closed. Add'l info rec'd on 24-april-2007: this case is a report from a co sponsored support program in the united states referring to a male pt. The pt's mother provided this report in response to a call from the program vendor. No past medical history, concurrent illnesses, concomitant medications or allergies were reported. In 2006, the pt rec'd nutropin aq via the pen device, (1.8 mg, qdx6d/week, sc) for the indication of growth hormone deficiency. The lot # nutropin aq was not reported. The lot number for the pen device was e092. The pt's prior history of exposure to the product lot # was not reported. The date of last administration for nutropin aq prior to the onset of the event was reported as "within the 24-hour period prior". In 2007, the pt experienced stinging pain from the medication during the injection (pain injection site). The repotrer stated, that she had a complaint about the pen and not the drug. She explained that "the pen is a temperamental device that gives too much resistance when depressing the plunger". No relevant lab tests or treatments for the event were reported. The pt's mother reported, that no action was taken with nutropin aq, but she was "considering switching due to her dissatisfaction with the pen. It was not reported if the pt continued or discontinued treatment with the pen lot # e092. It was reported that the pt switched to a different lot # (lot # not reported) and did not experience any change. At the time of this report, the event remained ongoing. The reporter stated, that "the pen is fickle. Sometimes it works fine." It was noted that nurses at 866-nutropin did not find any qa related issues with the customer's pen and instead determined it was a technique issue. The nurses there indicated that the "stinging pain" was from the medication during the injection. Subsequently, the complaint was amended to a naq cartridge issue and not a pen device complaint. Reports from the pt support programs are regarded as solicited in nature and an implied causality cannot be inferred. No other etiologic info was reported. This report was forwarded to genentech product quality. Add'l info has been requested. Pharmacovigilance: the event of injection site pain is non-serious and is listed according to the somatropin us package insert. The pt's mother complained that the pen device required excessive pressure. It is unclear if this complaint represents a device malfunction or user error. A product quality investigation will be undertaken.